Manufacturer narrative:
Additional information: b3: date of event.

Manufacturer narrative:
Corrected data: b5: describe event or problem.

Event description:
On (B)(6) 2019, the patient underwent endovascular procedure using four gore® viabahn® vbx balloon expandable endoprostheses to repair occlusion of the aorta and bilateral iliac arteries. It was reported that the iliac arteries were highly calcified, and two devices were implanted by kissing stent technique with no issues. It was not reported which device was implanted on which side. The patient tolerated the procedure. On (B)(6) 2019, post-operative follow-up imaging revealed the device on the left side occluded. The physician reportedly suspected the device compressed. The doctor reported the patient is asymptomatic.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. Based on the event description, there is not enough evidence/information to identify which device collapsed or compressed. All information has been placed on file for use in tracking and trending.

Event description:
On (B)(6) 2019, the patient underwent endovascular procedure using four gore® viabahn® vbx balloon expandable endoprostheses to repair occlusion of the aorta and bilateral iliac arteries. It was reported that the iliac arteries were highly calcified, and two devices were implanted by kissing stent technique with no issues. It was not reported which device was implanted on which side. The patient tolerated the procedure. On an unknown date, postoperative follow-up imaging revealed the device on the left side occluded. The physician reportedly suspected the device compressed. The doctor reported the patient is asymptomatic.